Event description:
The patient's dog jumped on her left shoulder and she experienced a shocking/jolting sensation. The ins was implanted left, subclavicular. Initially she felt shocking only on the right side about every ten minutes. The ins was shut off and the patient continued to feel right-side shocking which then extended to the left side as well. Impedances for the right brain lead were greater than 40,000 ohms for all unipolar and bipolar combinations. The impedances for the left brain lead were within normal parameters. X-rays were obtained (results not provided) and the physician was instructed how to reconfigure the electrodes correctly. It was further reported that the shocking had become constant after a reprogramming session on (B) (6) 2010. The patient's face contorted when the shocking was occurring. On (B) (6) 2010, the patient felt warmth behind her ear at the lead/extension site while lying down. As she moved around and pressed on it she felt a shock. An out of regulation message was displayed on the patient programmer. The device was programmed: l stn: 1-, 2+, 3.5v, 90pw, 185hz; r stn: 9-, c+, 1.0v, 90pw, 185hz. The left side was turned down to 0.0v and the patient had not experienced shocking since. Further information is being requested from the hcp.

Manufacturer narrative:
(B) (4).